Manufacturer narrative:
Batch review performed on 17 december 2020: lot 152708a: (B)(4) items manufactured and released on 23-jun-2010. Expiration date: 2015-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Additional device involved: batch review performed on 17 december 2020: liner: mpact dm 01.26.2246mhc double mobility hc liner 22.2/dmc (k092265) lot 1910310: (B)(4) items manufactured and released on 29-jun-2020. Expiration date: 2025-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to dislocation of the head from the liner, 2 months after primary surgery. Head and liner revised successfully.

Manufacturer narrative:
Corrected data: batch review: lot 152708: 100 items manufactured and released on 26-may-2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. 4 items were re-sterilized before the expiration date (lot 152708a), released on 01-jul-2020, expiration date: 2025-06-15. Additional device involved. Batch review: liner: mpact dm 01.26.2246mhc double mobility hc liner 22.2/dmc (k092265) lot 1910310: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2025-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional info: pieces returned 12 feb 2020. Visual inspection performed by medacta hip r&d project manager: visual inspection performed on 18th february 2021. From the received pieces, the head and liner did not show any particular sign of damage related to the event. In particular, the diameter of the retentive part of the liner seemed not to be worn or ovalized, or with other defects that could have caused the dislocation of the ball head. Also for the head, no particular signs on the surface were noticed. The pieces were analysed and the diameter dimensions of liner and head resulted conform. From the performed analysis, the root cause of the event is unknown, but a possible reason can be related to a lock of the liner to an anatomic portion and a subsequent lever of the neck stem that caused the dislocation of the ball head from the liner.